Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter does not blink when connected to the sensor. Customer's blood glucose was 230 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor and was found that the sensor appears to be split in two down the length of it. Troubleshooting also found that the sensor may have been damaged upon insertion. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Inspected 6 opened/used enlite sensor and performed start up test. Sensors passed per specification. Transmitters flashing were observed when connected to transmitter also found all 6 sensors with cannula bent unable to confirm customer received sensors in said condition due to customer returning sensors used.